Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed.

Event description:
The customer stated that when he brought his acuity centralized patient monitoring system down to replace the keyboard, the system booted to "cannot open" /etc/path_to_inst." Message. A boot -r command did not resolve the problem. There was no report of patient harm as a result of the reported event. The customer did not provide any patient information.